Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported delivery catheter (dc) shaft bend resulting in the difficulty positioning the device was confirmed. The reported difficult to remove from anatomy due to clip caught on flailed chords could not be replicated in a testing environment, as it was related to patient anatomy and procedural conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficult to remove from anatomy resulting in a dc shaft bend and difficulty positioning the device was a result of patient anatomy conditions and procedural conditions (poor visualization), as the device became damaged when it interacted with the chordae. Thus, this user experience likely resulted in the reported tissue damage. The reported patient effects of cardiac arrest, tissue damage due to the flail chordae, and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip became caught in the chordae, worsening the pre-existing flail. Additionally, one day post procedure, the patient went into cardiac arrest and expired. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4+. The first clip was implanted, reducing the mr to 2-3. The second clip delivery system (cds) was advanced to the mitral valve, but the clip got caught in the chordae, at the flail. Standard trouble shooting was performed and the clip was removed; however, the flail worsened due to the entanglement. Another attempt was made to steer the cds to the mitral valve with the m-knob. It was noted that the shaft was bent. The cds stayed in a medial position due to the bend, and was difficult to position. The cds was removed with the clip and replaced. Two clips were implanted, reducing the mr to 3. There were no adverse patient sequela and no clinically significant delay in the procedure. On (B)(6) 2017, the patient had successful mitral valve replacement surgery; however, while in the intensive care unit, and still intubated, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed, but was unsuccessful and the patient expired on the same day. It is the physicians opinion that the cause of death is due to ventricular fibrillation causing cardiac arrest, however the mitraclip procedure cannot be ruled out. No additional information was provided.